Event description:
Customer called and reported a loose drive support cap alarm during prime. The blood glucose reading was 266 mg/dl.. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump unable to prime during prime test due to faulty force sensor, no prime alarm noted. Insulin pump received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.